Manufacturer narrative:
The product was returned for evaluation. Customer report of "pacing became intermittent during use. The catheter was replaced and the problem was solved" was confirmed. The pacing catheter was returned with monoject 1.3cc limited volume syringe. Continuity testing found that the distal electrode had an intermittent open condition between the lead wire and the electrodes when flexing the catheter tip area. There were no short conditions observed between the distal and proximal electrodes. Balloon inflated clear and concentric and remained inflated for 5min. Without leakage. No visible damage was observed from catheter body or returned monoject 1.5cc limited volume syringe. Visual examination was performed under microscope at 10x magnification. Resistance was measured using fluke multimeter. An investigation was done previously to address complaints of this type and no additional actions will be taken at this time. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that "pacing became intermittent during use. The catheter was replaced and the problem was solved." There were no patient complications reported.